Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator presented to the hospital after experiencing a couple of syncopal episodes that were witnessed by a friend. The device was interrogated and did not reveal any cardiac events. Isometrics were negative for noise and no lead or device issues were able to be found. Sensor data was reviewed which indicated that there was a point when the patient's rate did near 180 beats per minute and then dropped back down. It was thought that episode could have contributed to the patient's syncope. The device appeared to be functioning appropriately and remains in service. No additional adverse patient effects were reported.